Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Red status indicator keeps flashing. No patient involved.

Event description:
Red status indicator keeps flashing. No patient involved.

Manufacturer narrative:
The device history records for the sam 360p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 360p passed ¿out qat from heartsine technologies on the 26th november 2015. During the investigation transistor q45 was measured and found to have failed. This had resulted in the red status led illuminating incorrectly as per the reported fault. The fault was witnessed during the investigation and was intermittent in nature. The fault could not be replicated when q45 was replaced. After replacing transistor q45, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. Furthermore, the beeper bp1 was measured and found to have failed. This was likely as a result of the failure of the transistor q45 as they both form part of the led drive circuitry. The failure of the beeper would not have caused the status led to flash red. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.